Event description:
It was reported that a transmission indicated all zeros for the device serial number, indicating a power on reset (por) had occurred on the device. Follow up confirmed the patient was seen in the clinic and "the pacemaker was totally fine. The problem came from the remote monitor which was not working." The status of the monitor is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Redacting report: follow up confirmed the patient was seen in the clinic and pacemaker was fine. It was determined there was no power on reset (por) and no malfunction on the device. The issue was with the remote monitor which was not working properly. Per our current reportability matrix, this is not a result of the monitor to fail to meet its performance specification or perform its essential function. There was no report of a patient death, serious injury, and no evidence of reportable product malfunction.

Event description:
It was reported that a transmission indicated all zeros for the device serial number, indicating a power on reset (por) had occurred on the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).